Manufacturer narrative:
A technical evaluation of the product used was not performed as the product was not made available for the investigation. Unfortunately, no information about lot involved is available, therefore it is not possible to conduct any technical investigation. Orthofix tried to collect all the information necessary to determine the patient's current health condition to verify the resolution of the event. Unfortunately, this information was not made available. Orthofix continues monitoring the products on the market.

Event description:
It was reported that a patient had an accidental impact with a family member (older sibling) which resulted in a knock/fall. The impact of this appears to have caused the locking mechanism of the fixator to malfunction. The fixator has been removed.

Event description:
It was reported that a patient had an accidental impact with a family member (older sibling) which resulted in a knock/fall. The impact of this appears to have caused the locking mechanism of the fixator to malfunction. The fixator has been removed.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.